Event description:
It was reported that during the procedure. The stylet got stuck into the right ventricle (rv) lead. The lead was not used and the physician elected to complete the procedure with a different lead. The patient's condition was stable.

Manufacturer narrative:
The reported event of stylet could not be inserted was confirmed. Visual examination found the helix retracted and clogged with blood/tissue; x-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. The cause of the stylet insertion failure was isolated to the over torqued inner coil inside the connector region consistent with procedural damage.